Event description:
According to the reporter: during deploying the bag the ring holding the device split. Another bag was used successfully. No ill effect to the pt. Pt sex and procedure: unk.

Manufacturer narrative:
(B)(4).